Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a calcified and moderately tortuous mid right coronary artery. The lesion was instent restenosis where a non bsc device was previously implanted. The 2.0x12mm maverick2 monorail balloon was inflated to four atmospheres and ruptured. Number of inflations are unknown. The procedure was completed with another of the same device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4).